Event description:
A non-health care professional reported following the intraocular lens implantation the patient had experienced trouble with the peripheral vision while driving, further clarifies as a blind spot difficulty adjusting from light to dark and vice versa. Also, the patient was miserable with the optics. The lens was then exchanged in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).